Event description:
Mat#: 305837, batch#:2077214. Ot was reported by the customer that customer administered vaccine 02nov2023, and they don't know where point of failure is, but the vaccine leaked out of the syringe. Verbatim: rcc received a complaint via phone. Pir attached. Costco pharmacy ca store 1015 ref (B)(4), lot 2077214, bd eclipse¿ needle 25 g x 1 in. Administered vaccine 02nov2023, and they don't know where point of failure is, but the vaccine leaked out of the syringe. Syringe was disposed of, no sample to send in.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Patient problem code: f26 ¿ no health consequences or impact. Device problem code: a0504 - leak / splash.